Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "left knee replacement. The patient was experiencing pain since 2008. An infection was discovered in 2008. There was no sign of any broken implants at the time but loosening was noted via bone scan and MRI. The patient's implant was discovered to be broken on (B)(6) so it was revised (B)(6) 2011."